Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the mid common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4) wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient had previously undergone a cholecystectomy in 1997. On (B)(6) 2010, no symptoms were noted on the baseline biliary obstructive symptoms assessment. Liver function tests were performed and recorded. A pre-study stent placement cholangiogram revealed a mid biliary stricture. A sphincterotomy was performed prior to this procedure, but not during the procedure, as the stricture had been previously dilated with one plastic stent. The previously placed plastic stent was removed prior to study stent placement. The 10 mm x 60 mm stent was deployed in a satisfactory position across the stricture. The patient was treated as an outpatient. On (B)(6) 2011, (B)(6) post stent placement, the patient underwent a per protocol stent removal procedure. During the removal procedure it was discovered that the stent had migrated proximally. The stent was able to be removed with difficulty; however there were no patient complications and the patient was reported to be "fine" post procedure.